Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of using the device after the expiration date. There is no indication of a product issue with respect to manufacture, design or labeling. It should be noted that, per the mitraclip system instruction for use step 23.0 (mitraclip g4 system preparation before use) warns ¿do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection¿. In this case, it was reported that the user used the device after the expiration date, which is a deviation from the instruction for use (IFU). Therefore, a letter will be requested for the account to address the deviation from the instructions for use and its associated potential adverse events.

Event description:
This will be filed to report use of an expired device. It was reported that a mitraclip procedure was performed to treat mitral regurgitation grade 4+ with enlarged atria. One clip was implanted successfully and the mr was reduced to grade 1. On (B)(6) 2023 the abbott employee was informed that the implanted clip was expired. No additional information was provided.